Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug (at unspecified dose and concentration) via an implantable pump for an unknown indication for use. It was reported the patient's pain pump kept on beeping since the last 2 days and they wanted to make sure that it was working properly. The patient was advised to contact patient services. Additional information was received on (B)(6) 2017 indicating the patient went into the doctor's office to have a monitor placed over the pump to tell them what was wrong. They were not supposed to have a refill until (B)(6) 2017, but they had an increase in the medication in the middle of their cycle due to increased pain and had forgot to update the patient's appointment date, so the pump chamber was empty. The pump was refilled and the patient confirmed that everything was fine and noted that their weight at the time of the event was (B)(6) lbs. No further complications were reported/anticipated.